Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had failed storage space, the entire drawer was affected by this error. Nurses were not able to remove meds. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ es - main drawer 4.2 failed and not detected on bus. ¿ case: (B)(4) ¿ drawer failure mm6bhcger1. ¿ case: (B)(4) ¿ main drw 4.2 pkt b264 failure. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer was affected by this error. The technical support specialist dialed into the station as scheduled and followed (B)(4) to identify and validate the affected pocket. With assistance from customers, executed the reset script in ssms, updated the storage space key, and verified successful data sync. Informed occt.org of the resolution, received confirmation to close the case. The system functioned as intended after troubleshot by the technical support specialist.